Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the setscrew would not screw (turn). The lead could not be tightened. The physician decided to implant a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. The returned device also indicated a damaged set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.